Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 10/24/2025. On 10/09/2025 at approximately 1:30 am, the patient experienced two consecutive wearable sensor failures. As a result, the patient was without a functioning wearable device for approximately two hours. A third sensor was then inserted and successfully began operating; however, by the time the warm-up period concluded, the sensor reported a glucose reading of 400 mg/dl. A fingerstick test was subsequently performed, revealing a critically high blood glucose level of over 600 mg/dl, approaching 700 mg/dl. The patient reported symptoms including dizziness, fatigue, nausea, and loss of appetite. Due to the severity of the symptoms and glucose levels, the patient¿s husband transported her to the hospital, where she was admitted to the intensive care unit (ICU). Upon admission, blood tests confirmed the elevated glucose levels. The patient was treated with intravenous insulin and medication to address dehydration. Following treatment, the patient¿s blood glucose level stabilized at 100 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that"g7 wearable failure" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 1:30 am, the patient experienced two consecutive wearable sensor failures, resulting in a lack of continuous glucose monitoring for an estimated duration of two hours. Subsequently, the patient inserted a third sensor, which functioned properly. However, upon completion of the sensor warm-up period, the glucose reading was 400 mg/dl. A fingerstick test revealed a blood glucose level of 600 mg/dl. The patient reported symptoms including dizziness, nausea, and loss of appetite. Due to the severity of the condition, the patient¿s husband transported her to the hospital, where she was admitted to the intensive care unit (ICU). Blood tests were conducted, and the patient received intravenous insulin therapy. The patient was discharged on october 16th. At the time of discharge, there was no documentation indicating further medical evaluation or intervention. As of the date of this report, the patient is stable and feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.